Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not working, was running hot and sounded bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to due to internal motor or electronic control unit failure due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the small battery drive device was "not working properly", got "extremely hot" and sounded bad. There was no delay to the scheduled surgical procedure as a spare identical device was available for use. There was patient involvement reported. There were no patient or user injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.